Event description:
A vena tech inferior vena cava filter was successfully placed supra renal on december 10, 1994. On february 17, 1999, the pt returned to the hosp complaining of pain in the abdominal area. A chest x-ray revealed that two stabilizing legs and two cambered legs of the inferior vena cava filter had broken off and were potentially lodged in the right renal vein. The remainder of the filter was intact and sitting below the lowest renal vein. The pt is scheduled for a CT scan in april determine the exact whereabouts of the filter and legs.